Manufacturer narrative:
Submit date: 12/22/15. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a safety needle/syringe combination. The customer reports that the safety shield failed to work properly and the nurse received a needle stick as a result.

Manufacturer narrative:
Submit date: 02/16/2016. The device history record (DHR) for lot 508338x was reviewed. During the packaging of this lot, (B)(4) pieces were visually inspected and (B)(4) pieces were physically tested with 0 defects recorded relating to this customer report. There were no samples received for evaluation. A sample analysis will be conducted if a sample is received. Since the reported condition could not be confirmed, a root cause analysis could not be conducted and potential root causes are strictly hypothetical in nature. Possible root causes associated with a safety shield defect might include damage to the shield or collar locking and stop features, malformation of the collar or shield or excessive torque to force the shield out of the locked position. During the assembly of this product, inspectors routinely test samples for shield retract force, shield extend force, shield-locking torque, shield/collar spin force, shield detach and shield compression force. The test results are reviewed for each shop order prior to release to verify that all testing during production was acceptable and within specification limits. The product cannot be accepted unless the acceptable quality level has been met. The plastic shield on the safety syringe is designed to slide forward to cover the needle to prevent needle sticks after use. The safety mechanisms will deactivate if you do not pull the shield all the way up and twist it. The instructions for use of the safety syringe are on the back of each unit box which state: immediately following injection, extend shield forward fully until click is heard. Then lock safety shield by twisting in either direction until you feel the positive stop and hear the audible snap. Based on the existing controls and the device history record indicating the sampling and product specification requirements were met; additional correction and / or containment activities of product are not required at this time. Based on the information available and the investigation findings, a corrective and preventative action (CAPA) is not deemed necessary at this time.